Event description:
The customer reported a false positive reaction of biotestcell-a2 with anti-a1 from a competitor (ortho). The customer has returned the supposedly defective product for investigational testing, but not the competitor's anti-a1 used in that test. Our quality control laboratory tested the supposedly defective product biotestcell-a2 in parallel to the retained sample with two different lots of seraclone anti-a1 and one lot anti-a1 from a competitor (sifin). All negative reactions were correct. We did not observe any false positive reactions. The reactions of customer's complaint sample and retained biotestcell-a2 sample were comparable. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-a2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.